Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited varied shock impedance measurements; including high out of range measurements greater than 125 ohms. The patient was scheduled for defibrillation threshold (dft) testing. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested, however, no additional information is available at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.